Manufacturer narrative:
The device used in treatment has been returned and evaluated establishing a relationship with the reported event. A visual inspection reported no defects. The functional evaluation confirmed the reported event, with the root cause identified as a depleted battery and performed within expected parameters. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, the battery cannot re-charge when it has reached its life expectancy. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing renasys go, the message of device failed was displayed on the screen. We plan to switch to gauze treatment and then prepare a backup device. There was no patient harm. No delay information. The device will be returned to (B)(6) for evaluation. The results will be shared after its completion.